Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, the patient experienced diabetic ketoacidosis (dka) with hospitalization. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. Dexcom technical support was unable to follow-up with the patient to obtain further details and clarification regarding the incident, however there was no contact information provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available